Manufacturer narrative:
The pump is not available to be returned for complaint investigation. However, the complaint investigation is still pending at this time.

Event description:
A plum duo infusion system reportedly administered the contents of a 50 ml bag over a different period of time (duration) than as expected and also that the piggyback magnesium did not fully administer for a patient. The reporter stated that the pump was set up to administer versed through the primary line at 2.2 ml/hr and magnesium was set up as a piggy back through that same channel to administer the 50 ml bag over a shorter period of time than an hour. The medications were hung and started and when the pump began to alarm that the magnesium infusion was complete, there was still about half a bag of magnesium in the bag. Half of the amount had been given and the versed was still running at that time. The staff thought it strange, and they looked it over to ensure that it was the correct bag that was half gone, and the pump was reset to administer the rest of the magnesium. When the pump started alarming again, it was found that the versed bag was empty, and the magnesium bag still had about half the amount in it that it had last time they assessed and restarted. They reset the pump and did not change anything with the versed line. When the bag was found empty, they verified the issue as it appeared. The patient was transferred to another facility that was already part of the patient plan, but they are unaware of any adverse issues due to the reported incident.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.